Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of revealed loss of capture of the right ventricular lead. No intervention was made at the time. Patient passed away on (B)(6) 2019. The cause of death is unknown.